Manufacturer narrative:
Additional suspect medical device components involved in the event: model #: sc-2352-50, serial #: (B)(4), description: linear 3-4 lead, 50cm.

Event description:
A report was received that after a successful trial, the patient was supposed to be implanted with a paddle lead but the physician was not able to get it in due to the presence of scar tissues. One percutaneous lead was implanted instead however the stimulation was still inadequate. Reprogramming was done but unsuccessful. The patient will undergo an explant procedure.

Event description:
A report was received that after a successful trial, the patient was supposed to be implanted with a paddle lead but the physician was not able to get it in due to the presence of scar tissues. One percutaneous lead was implanted instead, however, the stimulation was still inadequate. Reprogramming was done but unsuccessful. The patient will undergo an explant procedure.

Manufacturer narrative:
Additional information was received that the patient underwent an explant procedure due to ineffective therapy. The explanted devices were not returned to bsn as they were discarded by the medical facility.